Manufacturer narrative:
U.s reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 21 unopened and 1 open racepack. There are previous complaints of this code/batch. There are no units in OEM stock. We have received 21 closed samples and one open sample with the needle detached from the thread. The thread is still wound on the pack. Tested the needle attachment of the closed samples received and the results do not fulfill the requirements of OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: there is a corrective action initiated by OEM in order to avoid this kind of incidents in the future.

Event description:
Country of complaint: (B)(6). Needle detachment. Thread is not armored to needle.